Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon routine interrogation, a single ventricular noise reversion episode was observed. The patient was asymptomatic. Review of the noise revealed myopotential oversensing and could be reproduced with isometrics. Programming changes were made.